Event description:
Botched lasik surgery done in left and right eye. I am left unable to drive legally in my state. Debris behind flap, double vision, starburst. Vision is worse than before surgery. Can't see in dimly lit areas enough to safely walk. Headaches, nausea. So many follow up visits like 8 so far and they want to do additional surgeries for free. FDA safety report ID# (B)(4).